Event description:
It was reported that during a hysterectomy, a harmonic scalpel did not coagulate. It was thought that the jaws might not have been articulating correctly. The device was able to be cut, but it would not coagulate. The pt experienced "major" bleeding.

Manufacturer narrative:
Final investigation showed that the device was grossly contaminated with debris in the jaw and hinge area, which prevented the jaws from fully closing. When the debris was removed and functionally tested, all aspects of the device were found to function properly.